Event description:
The patient's daughter reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was lit, but no additional indicator lights came on and no telemetry was initiated. It was also noted that the monitor interfered with the home phone lines. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.